Manufacturer narrative:
The evaluation results of apparent trend for suspected catheter lot has been completed and the results are as follows: 1) the complaint rate was consistent with complaint rates from other mfg lots. 2) the product profile was bimodal, but both arms of the modality were within the product spec. 3) material ID and function were consistent with 510k and company specs. 4) sheared catheters returned were reviewed and found to have the "pinch-off" indication. The complete file of this apparent trend was reviewed by a food and drug administration investigator during an atlanta district office audit conducted from 8/24/98 through 9/15/98. Based on the info available and the results of the MFR's investigation and analysis of the device, anatomically induced repetitive clavicular compression appears to have caused the damage found during the MFR's analysis/investigation of the device. No further details are available. The MFR is now closing the file on this event. MDR#1219454-1997-00223, MDR#1220923-1997-00030, MDR#1220923-1997-00221, and MDR#1220923-1997-00040. Submitted to the FDA 1/26/99.

Event description:
On 10/20/1997, the facility's inventory control department informed the manufacturer's sales representative that the device catheter had sheared (date not specified) and as a result the device was scheduled to be explanted on 10/24/1997. No further details were provided at this time.